Event description:
It was reported that a spectrum pump displayed system error 105 on 03/31/2015. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Engineering investigation found excessive motor bearing wear and black material around the bearing. The internal motor inspection was invasive, so the motor assembly was replaced. The failed motor assembly was replaced.

Manufacturer narrative:
(B)(4) the device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.